Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was not impacted. Reportedly, the customer believed the cause of the occlusion alarms was due to using their pump supplies past labeling. Infusion set site changes were performed to address the issue. Tandem technical support advised the customer to stay within labeling of the pump supplies.